Manufacturer narrative:
The iab was returned with the membrane folded, no blood was observed on the catheter. The returned sheath was over the catheter and partially covering the front portion of the balloon. The guide wire was also returned. Multiple kinks were found on the inner lumen within the membrane ranging 6.6cm to 22.6cm from the iab tip. The sheath was measured and found to be dimensionally within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated kinks on the inner lumen. This can cause difficulty inserting the iab though the sheath. The evaluation confirms the reported event. A device and lot history record review and trend evaluation was completed for the reported product. No nonconforamnces were found that are considered to be related to the event. (B)(4).

Event description:
The customer reported that during an emergency, it was not possible to totally introduce the balloon through the sheath, in the humeral artery, because of friction. No femoral access was available. The pt died during the insertion.